Manufacturer narrative:
(B)(4). The customer returned one guide wire assembly. The returned wire contained one bend adjacent to the guide wire advancer. The bend also contained signs of use in the form of biological material. The coils appeared slightly closer; however, they were not offset or unraveled. The returned wire contained one bend 101 mm from the distal end. The total length and outer diameter of the guide wire were measured and were found to be within specification. The returned guide wire was able to pass through a lab inventory catheter with a lot of resistance. A manual tug test was performed to confirm both the distal and proximal welds were intact. A device history record (DHR) review was performed with no relevant findings. The IFU provided with this kit warns the user, "do not cut spring-wire guide to alter length. Do not withdraw spring-wire guide against needle bevel to minimize the risk of possible severing or damaging of spring-wire guide." The customer report of the guide wire being kinked during use was confirmed during complaint investigation. The returned wire contained one bend adjacent to the guide wire advancer. There were also signs of use on the guide wire in the form of biological material present. No dimensional issues were identified. A DHR review was performed with no relevant findings to suggest a manufacturing related issue. Based on the sample as received and the report that the incident occurred during use, it was determined that operational context caused or contributed to this issue.

Event description:
The customer alleges that the swg (spring wire guide) did not enter the needle. The doctor reported that the guide wire was bent. The procedure was completed with another device.

Manufacturer narrative:
(B)(4).

Event description:
The customer alleges that the swg (spring wire guide) did not enter the needle. The doctor reported that the guide wire was bent. The procedure was completed with another device.